Manufacturer narrative:
The following scenario appears to be the most probable: due to the exertion of too strong forces onto the sleeve during the surgical procedure (drilling or implant insertion) the potentially weak acrylic cracked, resulting in a loss of stability of the open sleeve. The open sleeve could now, with enough torque applied, be widened like a clasp, especially since the collar of the open sleeve was removed partly. The open sleeve could not guide the instruments accurately any longer.

Event description:
The reporting dentist has used a sicat surgical guide (sicat classicguide) for preparing osteotomies (drill holes for accommodating a dental implant) for dental implants. However, the implant (tooth #19) did not end up at the correct position and orientation. The dentist removed the implant and grafted the site and will let it heal.